Event description:
It was reported that pump displayed malfunction code malf 0 with fault ID (B)(4) and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with assistance, and malfunction code did not recur, so customer was advised to continue using pump and to call back if malfunction returned.